Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during investigation, a visual inspection of the pump showed that there was a crack in the battery compartment. Unrelated to the complaint, investigation revealed the display was dim with discolored text.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.